Event description:
Related to MFR report # 2183959-2012-00376. Related to MFR report # 2183959-2012-00377. The pt was implanted with an elevate apical and anterior system on about 03/21/2010. The pt experienced mental physical pain and suffering, dyspareunia, erosion of bodily tissues and mesh, hardening, recurrent incontinence, and permanent injury. The pt underwent unspecific additional vaginal surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.